Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion test and passed. A review of the event history log revealed multiple occurrences of downstream occlusion messages however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor out of calibration, force sensor no-tube and force sensor scale factor out of specification. The downstream sensor will be calibrated while force sensor no-tube and force sensor scale factor will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed the downstream occlusion test with high values of 21.27 psi (pounds per square inch) during preventive maintenance testing. There was no patient involvement. No additional information is available.